Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic proctectomy, the surgeon fully fired the device, however, the device was difficult to remove from the tissue smoothly. The device was removed by force. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.